Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned one percutaneous sheath introducer with a stopcock attached to the extension arm. The syringe involved in the reported incident was not returned. No defects or anomalies were observed on the returned sample. A leak test was performed by injecting water into the distal end of the sheath for 30 seconds with the side arm closed. No leaks were observed. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the operating room after anesthesia was conducted and the sheath was inserted, the user connected the syringe containing water. When the user pulled the syringe, air was aspirated. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.